Manufacturer narrative:
Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified no services reported previously. The complaint was confirmed, and software was updated. Additionally, a detached downstream occlusion (dso) seal was identified. The dso seal was replaced. A performance verification test and all tests exceeded specifications.

Event description:
The product was returned for failed remediation, during device evaluation, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.